Event description:
Complainant reported patient was implanted with bilateral malar implants via an intraoral approach. Approximately two months post-op, patient presented with pain and swelling on her right side. The patient was given antibiotics for one week, however symptoms did not resolve. The right side implant was explanted approximately 10 weeks post-op. The left side was not affected and the left side implant was not explanted. During the explant surgery, pus was found surrounding the right side implant. No culture was taken, and no specific organism has been identified. A few days after removal of the right side device, the patient was seen and exhibited no pain and reduced swelling.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process with within specified parameters, and there have been no other reports of infection involving this sterile lot. (Total of (B)(4) products). Product labeling addresses the possibility of infection.